Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient found out that their ins would need to be replaced soon and patient needed to find a neurosurgeon who take their insurance. Patient checked the implant with the patient programmer (pp) and it said the ins was low. Patient saw the health care professional (hcp) yesterday who confirmed the ins was low and would need to be replaced in a weeks' time. The caller stated that they were not sure why the ins was depleted already, they thought patient had more years on the ins. A list of physicians was sent to the patient. No symptoms reported. No further patient complications were reported/anticipated as a result of this event.